Event description:
The customer reported that prior to use on a patient the iabp generated "electrical test fails code #53" (shuttle transducer offset failure). No patient injury was reported.

Manufacturer narrative:
The company representative verified the error code #53 in the fault journal. He replaced the shuttle transducer (parts number: 0682-00-0079-01). Helium tank gauge reads 500psi. Check pneumatic performance service diag's. Calibrated balloon pressure transducer. Performed functional testes and verified balloon pump meets factory specifications. It functioned normally and was returned to the customer. (B)(4).